Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Customer stated she really was not sure if the auto mode was or was not active during the event. She also said she has gone off the insulin pump and wanted to return it. She said it was causing her too much stress.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was unknown. The customer stated that her blood glucose was going high and was getting injections and said she had a heart attack because of high blood glucose so went to the hospital and put on insulin drip then released. The customer reported issues with insulin pump not delivering because of bent cannulas. The customer was not want to troubleshoot for the high blood glucose since they were aware it had to do with the bent cannulas. The insulin pump will not be returned for analysis.